Event description:
It was reported by the customer that, bd synapsys¿ was lagging. This occurred one time in this event and there was no patient impact. The following information was provided by the customer, "syn 444150 getting lagging from synapsys".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This complaint has been re-evaluated as not reportable. Application error is not a reportable event. Please consider MFR report # 1119779-2022-00939 canceled.

Event description:
It was reported by the customer that, bd synapsys¿ was lagging. The following information was provided by the customer, "syn 444150 getting lagging from synapsys". Reportability determination rationale - this complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction: the issue reported may interrupt communication with the application or may provide an error code until the application can be restarted or troubleshooting restores its function. This event may result in user dissatisfaction, but is unlikely to result in injury or harm.